Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2018, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patients device was replaced because they couldn't turn on the power during follow-up, but it didn't even work though pressed the power switch on / off and the synchronous switch. I-con synk was impossible. There was event duplication even though it was replaced with new battery again. At the time of the outpatient follow-up in may last time, it activated normally. Regarding the request for the next follow-up on august 4, it was planned to confirm the phenomenon and take appropriate correspondence when the patient visits the hospital (replacement depending on the situation).